Event description:
It was reported that, "during the tka, the (B)(4) press fit tibial punch did not combine the tibial punch tower. Therefore, the surgeon used spare devices instead of them."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.